Event description:
A nurse reported that prime error with infusion fail occurred before vitrectomy surgery. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As a result of an internal review of this file, the event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, reporting that prime error with infusion fail occurred before vitrectomy surgery. The product was replaced and the procedure was completed. There was no patient harm. The event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.